Manufacturer narrative:
The insulin pump was received stuck in motor error loop during bolus/basal delivery and the motor position encoder error alarm was confirmed in history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The insulin pump was monitored and no blank display or unexpected reset noted. No check settings alarm was noted. The device passed the self-test, displacement, rewind, basic occlusion, prime tests. All operating currents are within specification. Off no power alarm functioned properly. The unexpected restart error, excessive no delivery and occlusion tests could not be performed due to the motor error alarms. The device had a scratched display window, cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker. No damage noted on isolation tape on the lcd board. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm during prime. The customer stated that the display dent went blank and back on and the time/date had to be reset. The customer also reported receiving a no delivery alarm and a motor position encoder error alarm was found in the history. The blood glucose at the time of the incident was 206 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.